Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump would give insulin. Customer had changed the set seven times and it wouldn't rewind. Customer's information wasn't retrieved as the call was dropped while customer was on hold. The device is not returning for analysis.